Event description:
After gaining across in the right groin, the physician did an angiogram from the groin sheath and realized that the right iliac aorta was occluded. There were already stents in place in the distal aorta and left and right common iliac arteries from a previous procedure. The physician then tried to get through the occlusion with a wildcat catheter. The physician was unsuccessful getting all the way up into the aorta, so the physician opened the angled .018 cxi catheter. The physician met resistance getting the cxi through the occlusion, but proceeded to use quite a bit of force to advance the cxi up the right iliac an into the aorta. As the physician got the cxi into the distal aorta, the catheter got caught on the aortic stent and the outer part of the catheter, the distal radiopaque tip of the catheter was left behind in the strut of the stent. The physician ballooned the area of the catheter tip, which stayed in position in the stent, even after ballooning, and using the angiojet in this area of the artery.

Manufacturer narrative:
(B)(4). The physician reported the pt is doing fine and received a good result from the procedure. Seeing the catheter post procedure, only the inner braiding that was left on the distal tip. The distal portion of the catheter left in the stent struts were not retrieved. The physician reported the pt is doing fine and received a good result from the procedure. Event evaluation: no product was returned to assist in this investigation. Quality control specification instructs "verify no damage to proximal shaft." The catheter force at break meets the iso 10555 requirement of 5 n with a substantial safety margin as shown in design verification testing. The event description states "iliac aorta was occluded." The precaution in the instructions for use states, "the catheter should not be advanced through an area of resistance unless the source of resistance is identified by fluoroscopy and appropriate steps are taken to reduce or remove the obstruction." However the ultimate cause of the event appears to be that the "catheter got caught on the aortic stent." Root cause is procedure related in that pt condition related to occurrence. We will continue to monitor for similar complaints. Per quality engineering risk assessment, there is insufficient risk to warrant risk reduction activities.